Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient¿s right ventricular (rv) lead was found to have dislodged, leading to additional malfunctions of inappropriate atrial capture, high rv capture thresholds, and r-wave amplitude variation. During the replacement procedure, the lead helix was unable to be extended. The rv lead dislodgement was confirmed via x-ray imaging. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, sensing issue, and a helix mechanism issue. As received, a complete lead was returned with the helix extended and covered in blood / tissue. The reported event of a helix issue was confirmed. X-ray examination of the lead found the inner coil was over torqued at the connector pin region. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was due blood / tissue in the helix housing and over torque of the inner coil consistent with procedural damage. The reported event of failure to capture and a sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.